Event description:
It was reported that the catheter shaft was damaged. There were no adverse consequences to the pt.

Manufacturer narrative:
No pt consequence was reported. One returned catheter was received on 10/01/2008. The unit was visually examined and the complaint description was confirmed. The investigation is as follows: upon visual inspection, the returned catheter was found damaged 12.8 cm from the distal tip. Electrical functionality testing was conducted on the returned catheter. The catheter met specifications. The catheter also met curve template requirements. The device history record for lot number 57275 was reviewed to ensure that each manufacturing and inspection operation were performed and reported as complete and acceptable. No evidence of a manufacturing error could be found. Incoming inspection records of the tubing lot received from the vendor were reviewed and no abnormalities were found. All catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. The 2007 and 2008 complaints were reviewed. This is a rare occurrence.